Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. No other products have been returned to medtronic for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a procedure on (B)(6) 2021 the surgeon was having difficulty with registration. After the registration the trace pattern did not align with where the tracing physically occurred and was 2 cm off. The surgeon proceeded noting the inaccuracy while navigating. There was no delay in the procedure and no impact on patient outcome.